Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. No reportable malfunctions were identified during the device evaluation. Based on the results of the investigation, it is likely that the malfunction was caused by numerous scratches on the electrical contacts of the video connector. These scratches suggest that a contact failure may have occurred, leading to the occurrence of error e116 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an error code (e116) generated. There was no patient involvement.

Event description:
It was reported that the subject device had an error code (e116) generated. There was no patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.